Manufacturer narrative:
(B)(4). Analysis of the pump revealed corrosion, wear, and lubrication of the motor gear train. The stall was due to the shaft-bearing.

Event description:
Additional information was received from a consumer on (B)(6) 2015. The patient's pump was able to be "restarted" without any issues on around (B)(6) 2015. The pump had kept stalling until they could no longer "restart" the pump. The pump had quit working thirteen months before expected, and it stopped over a weekend for four days. The patient went to the emergency room, but they did not know what to do. The patient had no falls or traumas. They did not have an MRI, and they were not exposed to any large magnets. A representative checked the pump and confirmed that the pump reset; however, the representative later confirmed that the patient's pump never had a reset. They met with another representative that checked the pump who tried to "jump start" it, but the pump would not "jump start". The patient stated their pump was replaced on (B)(6) 2015. The patient took oral dilaudid every four to six hours, and that pretty much took them out of the withdrawal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a manufacturing representative) regarding a patient receiving dilaudid (concentration 10mg/ml, dose 5.5mg/day) via an implanted pump. The indication for use was non-malignant pain and post lumbar laminectomy syndrome. A motor stall was reported, it was unknown as to when the stall occurred. The patient experienced withdrawal symptoms and increased pain and contacted the physician. The physician tried to see if the pump would restart and it did not for over 5 days. The pump was explanted and replaced. At the time of this report, it was noted that the issue was not resolved. The patient status was alive- no injury.

Manufacturer narrative:
Conclusion code no longer applies to this event.